Event description:
It was reported to minimed that the customer experienced hypoglycemia with possible over delivery anomaly. The customer also requested assistance with turning off the pump due to repeated beeping. The customer reported blood glucose value of 53 mg/dl was treated with glucose/carb intake, and with the help of paramedics. The event involved product(s) 78893-01, mmt-1884, unk_reservoir and unomedical. Troubleshooting was performed and customer was using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Customer will discontinue the use of insulin pump. Product return is required for mmt-1884. No product return is required for 78893-01, unk_reservoir, unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, the pump passed the functional test, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, self test and the dat at 0.0874 inches. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No over delivery anomaly noted. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The pump was monitored for 2 days. No "repeated beeping" anomaly noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 3.0 received the low battery alert (104) on 06/26/2026 05:55:01 after more than 7 days at 18.35 days. Battery cycle 2.0 received the low battery alert (104) on 06/07/2026 16:32:00 after more than 7 days at 18.15 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. On a related svn 000323372967, power problem-battery loss not confirmed. The pump was able to connect and pair with a test guardian link (4) transmitter successfully as well as warm up with the green test plug (glucose sensor simulator). No communication-between pump & xmtr not confirmed. Unable to test for sensor updating due to not having the customers sensor. Sensor updating was unknown. The pump successfully communicated with the bg meter. The pump was unable to pair with the bg meter because sw version 6.60 and newer are no longer compatible with the bg meter, so this is an expected outcome. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the up button. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. There were multiple boluses listed on the event date 05-jul-2026 in the pump history file. All boluses were delivered in auto mode/manual mode. On a related svn 000323372967, ems was dispatched and the customer was treated in the ER for alleged low bgs, reported power problem-battery loss and no communication-between pump & xmtr on event date 04-jul-2026. On a related svn 000323372967, unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 04-jul-2026 listed on smartsolve due to insufficient data in the trace/history files. On a related svn 000323372967, perform the history review 1 week from the event date 05-jul-2026, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Delivery anomaly-possible over delivery not confirmed. Alarm-audio/vibrate anomaly/absence of alarm (repeated beeping) not confirmed. On a related svn 000323372967, power problem-battery loss and no communication-between pump & xmtr were not confirmed. On a related svn 000323374446, unable to confirm alleged sg vs bg and sensor updating was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.